Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Further information was received indicating that dislodgement was confirmed through fluoroscopy. Moreover, no pacing was noted on this rv lead. This rv lead was explanted. No additional adverse patient effects were reported.